Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One infusion pump returned for evaluation. Upon visual inspection, the pump was found to be in good physical condition. Inserted a 9 volts battery into pump, and the reported customer complaint was verified. Performed motor current test as well and no issue was observed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Additional information received stating no patient was involved.